Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms in the past week. Customer reported blood glucose level was at 150 (mg/dl) for both occlusion alarms. The customer resumed insulin without changing supplies to resolve the occlusion on (B)(6) 2017. The customer changed supplies and resumed insulin to resolve the occlusion on (B)(6) 2017. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call.